Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned for analysis. The flared stent struts were able to be confirmed. Additionally, the device returned with a radial balloon tear in the distal balloon shoulder. The difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch, additional information received reporting the following: the device failed to cross the distal circumflex (cx) coronary artery lesion due to an interaction of devices. It was noted that the distal stent strut had flared.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was initially reported that a 2.75x28mm xience prime stent had flared stent struts before use. Subsequent paperwork received reported that the device failed to cross the distal circumflex (cx) coronary artery lesion and the shaft separated. Initial evaluation of the returned device found the stent stationary on the balloon between the markers. There were flared struts on the stent and the balloon had a radial tear in the distal balloon shoulder. The shaft was intact and was not separated as reported.